Event description:
A facility representative reported suction loss during surgery in the unknown eye with a patient interface.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed three energy checks and performed twenty eight treatments on that day. The energy was stable during this period. The logfile shows twenty seven successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed about two minutes and twenty two seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message was displayed as vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the food pedal. The manufacturer internal reference number is: (B)(4).